Event description:
It was reported that a patient received a last injection volume different than the programmed prescribed volume while performing peritoneal dialysis therapy on the homechoice. There was patient involvement, but there was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). An event indicative of a potential malfunction of the homechoice was identified. As the device was not returned and the serial number is unknown, a device analysis cannot be completed. Should relevant additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.